Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a health care provider via a product surveillance registry. It was reported that the patient did not have concomitant medications. The patient's medical history included back pain without leg pain. The cerebrospinal fluid leak was a result of the implant procedure.

Manufacturer narrative:
Other applicable components are: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare professional via (B)(6) registry regarding a patient receiving dilaudid (5.0 mg/ml at 4.1549 mg/day), baclofen (300.0 mcg/ml at 249.29 mcg/day), and bupivacaine (10.0 mg/ml at 8.310 mg/day) via an implanted pump. The indication for pump use was non-malignant pain, lumbar radiculopathy, and failed back surgery syndrome. On (B)(6) 2016 the patient reported unsteady balance, lower extremity weakness, and weakness. Reprogramming was done on (B)(6) 2016 (the pump logs indicated the pump daily dose was decreased by 8%). Examination of the patient on (B)(6) 2016 found a lumbar site seroma/possible csf (cerebrospinal fluid) leak. On (B)(6) 2016, the patient reported numbness and fluid was aspirated from the lumbar site seroma. Examination of the patient on (B)(6) 2016 found a pump site seroma and no action taken. On (B)(6) 2016 the catheter connector was replaced. The outcome for the unsteady balance, lower extremity weakness, weakness, numbness, lumbar site seroma/possible csf leak, and pump site seroma was "resolved without sequela (B)(6) 2016." The clinical diagnosis for the unsteady balance, lower extremity weakness, weakness, and numbness was "intrathecal medication side effects." The side effect symptoms were not related to the implant procedure, possibly related to the device or therapy, and possibly related the intrathecal medications baclofen and bupivacaine; the drug action that caused the event was "no change in drug." The clinical diagnosis for the lumbar site seroma/possible csf leak was "csf leak." The seroma/csf leak event resulted in an unscheduled clinic or office visit. The event was related to the implant procedure and not related to the device or therapy. The clinical diagnosis for the pump site seroma was "pump site seroma." The pump pocket seroma was related to the implant procedure and not related to the device or therapy.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that during surgery on (B)(6) 2016, it was noted that the catheter connecting pin was disconnected from the proximal catheter.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study indicated the device diagnosis was updated to catheter disconnection between catheter segments.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study indicated the device diagnosis was updated to catheter disconnection between catheter segments.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.